Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed damage to the i3 flex antenna element assembly in the form of a tear at the area where one of the connector pins has a solder connection to the copper element. No software malfunctions or anomalies were observed. A network error was never encountered throughout entire interaction with the unit. Unit failed the distance home test step for multiple at 37mhz in initial diagnostic test. A test i3 lex antenna element was then substituted for the one originally in the unit¿s enclosure. Unit passed all signal acquisition frequencies in a subsequent diagnostic test with the test i3 lex antenna element. Patient data backup using gsm was performed successfully at full signal strength of 5 bars. Unit passed gsm modem and time check test steps of diagnostic test. Patient data backup using landline was performed successfully. This was because this test step checks network connectivity using landline. Unit passed pots modem test step of diagnostic test.

Event description:
This report is to advise of an event observed during analysis revealing damage to the i3 flex antenna element assembly in the patient electronics system resulting in exposed circuitry. The patient electronics system was replaced and there were no adverse consequences reported by the patient.